Event description:
Medtronic physio-control engineering triggered an investigation based upon production failures of the device ECG connector. Failure of the connector could result in an inability to monitor a pt through ECG leads.